Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had connected the patient line extensions after priming. The technical service representative reviewed proper procedures with the patient. The patient would complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient extension lines were not connected before priming, which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.